Event description:
Findings: after sleeve gastrectomy was completed and a leak test has been performed, film was placed over the area of lysis of adhesions on the abdominal wall covering completely the mesh that was exposed, as well as covering the small bowel, which had been freed from the mesh. Omentum was pulled over the small bowel to serve as an interposition between the small bowel and abdominal wall. The patient, after all this, was noted to have bleeding from multiple areas of the gastric sleeve staple line. This was addressed by multiple point figure-of-eights and eventually oversewing of the entire staple line. The specimen, on inspection, appeared to have an intact staple line along most of the course. There was an area in the mid portion where 1-2 staples were incompletely folded. There was no evidence of air leakage on the leak test of the retained stomach. The patient's anatomy was otherwise unremarkable.